Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the third firing ,they connected reload to adapter, checked the jaws opening, closing and articulated with no problem. Then the surgeon clamped the tissue, however the green buttons were not illuminated and could not fire the device. No patient injury.